Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1 - a4: patient information is not available. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable cause of the tool deviation as described in the complaint to be docking on the spinous process or skiving over it. Navigation showed the trajectory as accurate, hence the robot trajectory before inserting the cannula was accurate, and the deviation was a result of some physical disturbance, probably the spinous process, as expected by the trajectory planning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during a case. The case was a t10 to pelvis case. The manufacturer representative sent the robot to the first pelvic screw s2-right trajectory and it seemed medial by about 2cm. The trajectory showed accurate on the navigation. The navigation was aborted, and the case was completed freehand. The probable cause was suspected to be that the tools were docked on the spinous process. The representative believed by taking down the spinous process it should have allowed the tools to navigate to the planned trajectory. There was no patient harm and the procedure was delayed less than one hour.